Event description:
Per the clinic, the patient experienced repeated infections at the implant site and subsequently, was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2025. The patient was reimplanted with a transcutaneous osia implant system during the same surgery.